Manufacturer narrative:
Section a, a4 and a5: unknown/ requested and it was not provided. Section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported a vertical gas breakthrough (vgb) in a patient's right eye during a procedure. Patient required placement of a bandage contact lens (bcl) and plans for photorefractive keratectomy. As of (B)(6) 2026, the keratectomy had not been performed, and the patient's status remains unknown. No further information provided.

Manufacturer narrative:
Corrected data: in reviewing the initial MDR, it was noticed that the device manufacture date in section h4 was incorrect; therefore, it is captured in this supplemental report: section h4, device manufacture date: nov 30, 2004. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.